Manufacturer narrative:
D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that one bd phoenix¿ ast broth had no label. The following information was provided by the initial reporter: 7 empty tubes and one without label in this lot.

Manufacturer narrative:
Investigation summary : this complaint is confirmed. This complaint is for low fill and missing labels when using phoenix ast broth (246003) batch number 2236458. The customer provided photos for the investigation but did not provide product returns. The photo provided shows tubes with batch number present and low fill can be determined from the photo, another photo shows a tube with no label. As a result of the photos, this complaint is confirmed for low fill and missing label. A review of quality notifications revealed no quality notifications generated on either of the complaint batches. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that one bd phoenix¿ ast broth had no label. The following information was provided by the initial reporter: 7 empty tubes and one without label in this lot.